Event description:
It was reported that the patient¿s guardian experienced leaking insulin cartridges during use of the ilet system, with the guardian unsure if the connector was attached to the cartridge outside of the pump and noting that they ensure the plunger does not protrude after filling; the issue involved leakage and pertains to the reservoir component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation of this case revealed leakage consistent with a seal issue associated with the reservoir, aligning with a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.